Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the clinical impact of edoxaban for the patients with postoperative anemia after total hip arthroplasty" written by yasuhisa izushi, naofumi shiota, tomonori tetsunaga, kenichi shimada,takashi egawa, tsukasa kiuchi, toru sato, ritsugi takuma, and yoichiro takami published by european journal of orthopaedic surgery & traumatology https://doi.org/10.1007/s00590-018-2212-0 published on 05 may 2018 was reviewed for MDR reportability. The article focuses on impact of edoxaban (63 patients) compared to fondaparinux (86 patients) on tha cases where depuy pinnacle cups and summit stems were utilized in of anemia and reports blood transfusions were provided in 19 patients in the edoxaban group and 16 patients in fondaparinux group. No further adverse events are discussed in the article.